Event description:
A report was received that the patient underwent a pocket revision procedure. The patient has lost weight (not device related) and was having difficulty charging her implant. The physician moved the pocket to a new location. The patient is reportedly doing well following the procedure.